Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined; however, the patient had medical history of peripheral vascular disease and the physician stated the patient's arteries were small. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU cautions the use of the angio-seal in patients with small femoral artery size (< 4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these patients. The IFU cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported a digital subtraction angiogram (dsa), percutaneous transluminal angioplasty (pta), stent placement, and catheter lysis therapy procedures of the left superficial femoral artery (sfa) via a crossover technique were performed. The next day after a follow up angiogram of the left femoral artery via the in-dwelling right femoral sheath access, a 6f angio-seal vip was used to seal the right femoral arteriotomy. Sixty-six days later, the patient experienced symptoms of right leg arterial occlusion and was admitted to the hospital. An MRI revealed a vessel stenosis. Two days later or sixty-eight days after the follow up angiogram, the patient underwent surgical intervention. The angio-seal was removed from the right femoral artery. Post operatively, the patient experienced a bleeding event where the patient underwent another surgical procedure and blood transfusions. The physician stated the patient's arterial vessels were probably too small.